Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery, pre-dilatation was performed. A xience prime stent delivery system (sds) was advanced and an attempt was made to inflate the sds balloon to deploy the stent; however, the balloon did not inflate fully, only the distal portion inflated somewhat. Reportedly, after the balloon was completely deflated when trying to retract the xience prime sds it got stuck in the calcified lesion, force was applied and the sds separated into two pieces. A snare device was used to remove and retract the separated distal portion (with the stent still on the balloon). No material was left in the patient. Reportedly, morphine was given for pain relief. A new xience prime stent was implanted to treat the target lesion. There was no reported adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information estimated date of occurrence as it was reported to have occurred the (B)(6) week of july. Device (B)(4) - excessive force. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information. .